Event description:
The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, inflammatory response, kidney disease/toxicity, reduced cardiopulmonary reserve. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.